Event description:
Caller reported experiencing an error with the continuous glucose monitor (cgm), specifically error 42, which was linked to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided complete instructions for resetting the pump, and the caller planned to perform the reset at their convenience and would follow up if the issue continued.